Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the implant procedure, high pacing impedance on the atrial lead was noted. The lead was exchanged, and the patient was stable with no adverse consequences.